Event description:
It was reported that following an open heart surgery and device reprogramming/ optimization, the patient experienced sinus bradycardia and the sinus rate was noted to be marching through the electrocardiogram (ECG) strip. It was also reported that the right atria l (ra) lead exhibited intermittent undersensing, possible loss of capture and decreased p wave amplitude. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.